Event description:
It was reported that cap is different color with a bd vacutainer® k2e 5.4mg plus blood collection tubes. The following information was provided by the initial reporter: lid tube is green color.

Manufacturer narrative:
H.6.: investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for wrong cap color with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 134494 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see section h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cap is different color with a bd vacutainer® k2e 5.4mg plus blood collection tubes. The following information was provided by the initial reporter: lid tube is green color.